Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the pencil self activated continuously during the surgery. There was no injury to the patient. They finished the surgery with another pencil.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. Manufacturing non-conformance records were reviewed and no entries pertinent to the report were noted. The product was released meeting all specifications.